Event description:
On (B)(6) 2014, the distributer contacted animas stating after the patient was bathing with the pump, ¿the pump did not work afterwards." It was noted on (B)(6) 2014 after a follow call from customer technical support to the distributer, the distributer assumed that the pump was exposed to water. No additional information was available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2014 with the following findings: a review of the black box revealed power on reset (por) events on (B)(6) 2014. There was no damage found to the battery compartment or the battery cap. During evaluation, the pump was powered on and exercised; no power loss, errors, alarms or warnings occurred during the investigation. The pump passed a leak test. The pump cover was removed and there were no intermittent conditions or moisture ingress found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.